Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro (us) vh-3000. It was noticed that there was a hair under the "gasket" in the accessory tray.

Manufacturer narrative:
Corrected sections: h6 device code changed. (B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted on (B)(6) 2020. Signs of clinical use and no evidence of blood was observed. The plastic holder for the accessory components was observed to be opened. A brown strand of hair was observed under the gray seal in the package. No other visual defects were observed. Based on the photographic inspection, the reported failure "contamination / decontamination problem" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro (us) vh-3000. It was noticed that there was a hair under the "gasket" in the accessory tray. No patient involvement.